Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement 20a 250v fuses shipped to site 09/22/2016. No parts have been received by manufacturer for analysis. On 09/26/2016 a medtronic representative performed an imaging system check-out, all areas passed. Reported issue could not be replicated. Cycled power to mvs multiple times in different combinations. Re-seated all connections on mvs board and ups. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) turned off when they were moving the system after a procedure. The medtronic representative replaced the fuses and this resolved the issue. There was no patient present when this issue was identified.